Event description:
It was reported that the atrial lead exhibited a sensing anomaly, unacceptable thresholds due to dislodgement. The lead was explanted and replaced. The patient was in good medical condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.